Event description:
This lead was implanted on (B)(6) 2012 and was capped on (B)(6) 2018 due to impedance less than 100 ohms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).